Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began approximately in the middle of (B)(6) 2011. The patient reported that when using the subject meter, that his 'readings are higher than his normals'. The patient reported that he made no changes to his regular diabetes management as a response to the readings. The patient claimed that at an unknown time a day later in (B)(6) 2011, he became 'lightheaded and had a tightness in his chest'. The patient reported that he needed emergency room treatment and was given 8 units of insulin by an hcp. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. A control solution test was not performed as the patient did not have control solution. Replacement products were sent to the customer. This complaint is being reported because patient reportedly developed symptoms suggestive of a serious injury and received insulin from an hcp after the alleged meter issue began.